Manufacturer narrative:
Unit alarmed button error followed by unresponsive esc button due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit was received with cracked case at display window corners, reservoir tube, and battery tube threads. Unit was received with scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 209 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.